Event description:
Procedure type: "osteo synthesis by dhs of a per-trochanter femur fracture". According to the reporter: "three revision surgeries were necessary with early metal removement."

Manufacturer narrative:
Initial report sent: 04/25/2008.